Manufacturer narrative:
Concomitant medical products: product ID: 6947-58 lead, implanted: (B)(6)2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed that the atrial lead had low p waves and was undersensing during atrial arrhythmias. The atrial lead remains in use. No patient complications have been reported as a result of this event.